Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision onto a customer installed graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self testing. Covidien was not authorised to repair the unit.